Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) was confirmed. Upon evaluation, the trunk cable connector was cracked. The cause of the check belt messages is damage to the brown (-5v) and black (main batt) wires inside the trunk cable. The cause of the damage is damaged connector. The root cause of the damaged connector cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged trunk cable and wires. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient contacted zoll customer support to report constant check belt messages. The patient was issued a replacement belt.